Event description:
It is reported that the surgeon was doing an "lps" implant on the pt's right knee. While milling the box for the posterior stabilized component, he thinks he trapped some of the fibers of the popliteal artery in the mill. This was confirmed when the tourniquet was let down at the end of the case. The surgeon had packed the posterior aspect of the knee with gel-foam prior to letting the tourniquet down. Due to the profuse bleeding, a cariovascular surgeon was called in. The surgeon had to dissect out the popliteal artery and do a graft. Later that night, the pt had to be brought back for a second procedure on the graft.